Manufacturer narrative:
(B)(4)the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was used during an esophagogastroduodenoscopy procedure on (B)(6), 2010. According to the complainant, the patient had an eleven centimeter malignant stricture at the lower esophageal sphincter, due to cancer. The patient's anatomy was not tortuous, nor dilated prior to stent placement. During the procedure, as the stent was seventy five percent deployed, an attempt was made to repositioned the stent; however the handle detached. As a result of the handle break the stent could not be fully deployed. The partially deployed stent was removed from the patient without issue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.